Event description:
It was reported that there was a fluid leak from the inflatable penile prosthesis (ipp) device. The ipp device was explanted, and a new ipp device was implanted. There were no patient complications.